Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the advia labcell, the cse determined that the automation arm had malfunctioned. The cse replaced the automation arm. The cause of the advia 1800 monitor falling onto the operator was a malfunction of the automation arm. This device is performing according to specifications. No further evaluation of this device is required.

Event description:
The automation arm of an advia labcell sample manager broke while holding the monitor of an advia 1800 instrument, causing the monitor to fall onto the operator. The monitor scraped the operator's nose and caused it to bleed as a result of the incident. The operator was evaluated by a physician at an emerency room, who determined that her nose was not fractured.